Manufacturer narrative:
(B)(4). The patient experienced adverse events on different days with the same device. The following reports are being submitted. (B)(4).

Event description:
Dexcom was made aware on 11/12/2018 that on (B)(6) 2018, that the sensor expired after 3 days. The sensor was inserted at the abdomen on (B)(6) 2018. No additional event or patient information is available. "Data has been received but not yet evaluated. A follow up report will be submitted upon completion."

Manufacturer narrative:
(B)(4).

Event description:
Data was provided for evaluation. The reported event of early sensor expiration was confirmed. The root cause could not be determined.